Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found exhibits signs of repeated use (nicked or gouged) and has fractured on the medial side. Complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Evaluation of the returned device identified the fracture was consistent with previously analyzed tasp fractures. It has been identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp bottom cracked upon removal. No harm to the patient.